Event description:
In (B)(6) 2010 following removal of a polyp, patient had heavy vaginal bleeding and pelvic infection with nausea, which continued 8 months, she suddenly felt as though her internal organs were falling out. In (B)(6) 2011 she was admitted to the hospital with a vaginal discharge and a large vaginal protrusion. Patient passed a large mass and expelled a fibroid. Vaginal discharge resolved after expulsion of the fibroid. One week after that incident she was readmitted to the hospital with severe pelvic pain, severe vomiting and dehydration. She was diagnosed with a bladder infection treated with IV antibiotics and she was treated for dehydration. Subsequently she has had frequent bladder infections. She also developed chronic constipation. In (B)(6) 2011 a cystoscopy revealed a small growth. She continued to have intermittent symptoms of bladder infection.